Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a patient was on a setup which included a fisher & paykel healthcare (B)(4) airway temperature probe, drager ventilator and intersurgical (B)(4) breathing circuit. It was reported that the temperature probe became disconnected from the breathing circuit which allegedly resulted in a breathing circuit leak. The reported disconnection was alleged to have resulted in oxygen desaturation of the patient, which required mechanical ventilation. It was subsequently reported that the patient passed away. Fisher & paykel healthcare followed up with the hospital to obtain additional information regarding the reported disconnection. The complainant reported that an electrical cable from the radiograph may have been in contact with the breathing circuit and temperature probe. It was reported that the weight of the cable would have put a strain on the temperature probe and may have caused the probe to become partially disconnected from the breathing circuit. The hospital confirmed the ventilator generated a leak alarm and the humidifier generated an unknown alarm at the time of the disconnection.

Manufacturer narrative:
(B)(4). Method: the complaint temperature probe was returned to fisher & paykel healthcare for investigation. Visual examination of the temperature probe revealed no damage or abnormalities. The diameter of the probe was measured and within specification. The hospital also provided a photograph of the setup (ventilator, breathing circuit, temperature probe and heater wire adaptor). The photograph showed that the temperature probe was not fully inserted into the probe port of the intersurgical breathing circuit, however, it should be noted that the photograph was taken after use and may not reflect the actual setup at the time of the reported disconnection. Manufacturer's comments: fisher & paykel healthcare's temperature probes are designed to connect securely to the probe ports of fisher & paykel healthcare breathing circuits. The adult rt range of fisher & paykel healthcare breathing circuits also contain certain safety features to enable a secure connection with the temperature probe. The temperature probe user instructions state that "the fisher & paykel (B)(4) temperature probe is designed exclusively for use with fisher & paykel's mr850 humidifier and rt range of single-use breathing circuits" and advises the user that "the probes must also be pushed firmly into the probe ports on the inspiratory side of the breathing circuit and the key on the chamber outlet probe must align with the probe port key-way". The customer reported that the patient setup had included a breathing circuit manufactured by intersurgical. Fisher & paykel healthcare has not investigated the complaint intersurgical breathing circuit. However, based on the photograph provided by the hospital, the temperature probe was not fully inserted into the intersurgical breathing circuit and this may be due to the probe port on the intersurgical circuit being the incorrect dimensions to accept the temperature probe. Fisher & paykel healthcare's adult rt range breathing circuits also contain a clip to prevent the probe becoming disconnected. This important safety features is not included on the intersurgical circuit. Whilst the complainant has not confirmed the humidifier in use, if it was the fisher & paykel healthcare mr850 respiratory humidifier, the technical manual for this device states that "the use of breathing circuits, chambers or other accessories, which are not approved by fisher & paykel healthcare, may impair performance or compromise safety". Conclusions: no fault was found with the fisher & paykel healthcare temperature probe. Fisher & paykel healthcare clearly warns against the use of non-approved components. The intersurgical circuit that was used in this instance is not approved by fisher & paykel healthcare. It is possible that the weight of an electrical cable coupled with the temperature probe not being fully inserted into the intersurgical circuit resulted in the reported disconnection and the subsequent alleged circuit leak.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a patient was on a setup which included a fisher & paykel healthcare 900mr869 airway temperature probe, drager ventilator and intersurgical (B)(4) breathing circuit. It was reported that the temperature probe became disconnected from the breathing circuit which allegedly resulted in a breathing circuit leak. The reported disconnection was alleged to have resulted in oxygen desaturation of the patient, which required mechanical ventilation. It was subsequently reported that the patient passed away. (The date of death is not known.)

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has requested the return of the temperature probe and a photograph of the associated breathing circuit (manufactured by intersurgical) for investigation purposes. We will provide a follow-up report upon completion of our investigation.